Manufacturer narrative:
Additional information: e3 is unknown (initially it is submitted as "other healthcare professional"). It was reported that the cardiosave intra-aortic balloon pump (iabp) does not start during hospital inspection. No patient involvement. Complaints of more than three (3) gfe attempts were performed to obtain additional information and/or product return. No response was provided, the complaint will be closed and, if new information and/or devices were available, the file would be reopened and updated.

Manufacturer narrative:
Updated fields - b4, d8, g1contact person ¿ mfg site, g3, g6, h2, h6 (component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported malfunction due to memory failure in the executive processor. Fse replaced executive processor board and backplane board. Parts were received with a reported failure of the pump not starting. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the boards individually in cardiosave test fixture and tested the part to factory specifications per the cardiosave. Boards passed testing. No failure confirmed.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during hospital inspection, the cardiosave intra-aortic balloon pump (iabp) does not start. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).